Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -8.0/4.0/021 (sphere/cylinder/axis) was implanted into a patient's eye. It was then removed due to the lens being, "too large." A replacement is planned.

Manufacturer narrative:
Additional information: h6: 4581-significant reduction of iridocorneal angles. 2682-patient-related factor reported. Claim # (B)(4).